Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed. The ra lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and oversensing. It was noted that the lead had dislodged. Revision of the right atrial (ra) lead is planned and the lead remains in use. No patient complications have been reported as a result of this event.